Event description:
It was reported that there was a catheter issue. It was reported there was a catheter break, disconnect, migration/dislodgement and the catheter eroded through skin. It was reported that there was infection. The location of the catheter issue at the connector pin and proximal segment. The patient was on the surgery schedule because "catheter was infected and was eroding through the skin and needed to be explanted." The patient was in their wheelchair for long periods of time, putting pressure on "pump/catheter." The device system was explanted on 2015-02-10. It was unknown if it was replaced. It was reported that the catheter and pump were cultured, it was unknown if the infection resolved. There were no patient symptoms associated with the event. The patient's status was "alive-no injury" at the time of report. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).